Event description:
It was reported that the pump reset unexpectedly. There was no adverse impact to the customer's blood glucose level. The report was made anonymously, so no additional information was able to be obtained regarding the event.